Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 200 mg/dl. Prior to the event, the customer was experiencing low blood glucose levels during the night and slept for 12 hours. When she woke up, she treated her blood glucose levels with soda, then had her friend take her to the ER. Troubleshooting was performed, and the insulin pump was programmed correctly, but the time was off by nine minutes. It was stated that the customer delivered a bolus for supper, but the bolus was not in the bolus history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.